Event description:
Pt reported a leaking infusion set. Pt reported having 2-3 leaking infusion sets in the past month. Pt's blood glucose was affected -- elevated to lower 200's (mg/dl). No treatment was received.